Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported getting 4 air detected in cassette warnings during fill 1 of 4 during pd treatment.the patient called technical support and during troubleshooting an air bubble was discovered close to the catheter connection. The treatment was canceled and when cassette door was opened there was fluid on the black pumps. The patient was advised to dry the fluid and leave the door open on the cycler so it could dry out over night. The patient was going to revert to manual treatment that night and then resume using the cyler the following day. Additional information was requested, but none provided. There have been no additional calls logged from the patient. The cycler set is not available for investigation.

Event description:
A peritoneal dialysis (pd) patient reported getting 4 air detected in cassette warnings during fill 1 of 4 during pd treatment.the patient called technical support and during troubleshooting an air bubble was discovered close to the catheter connection. The treatment was canceled and when cassette door was opened there was fluid on the black pumps. The patient was advised to dry the fluid and leave the door open on the cycler so it could dry out over night. The patient was going to revert to manual treatment that night and then resume using the cyler the following day. Additional information was requested, but none provided. There have been no additional calls logged from the patient. The cycler set is not available for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.